Manufacturer narrative:
Patient information has not been provided. No system service or product analysis has been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial biopsy procedure. It was reported that the system was going to localizer disconnected multiple times. When the system would reconnect and show the localizer as connected all instruments displayed as disconnected. Site aborted use of the navigation system. There was a reported delay of less than one hour. There was no reported impact to the patient.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(6), ubd: , UDI#: h3: system: product ID 9733856: a medtronic representative visited to the site to evaluate the equipment. Hardware parts were replaced, and the system performed as intended. Codes 10, 114, and 4307 are applicable. H3: concomitant product: product ID 9733437: the returned psu powered up on the test bench without the amber fault light on but a check of the event log showed a long history of intermittent issues including sensor voltage low, illuminator voltage high, battery voltage low, and external voltage high. Codes 10, 114, and 4307 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information added to the event description. Patient information was unavailable from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the procedure was completed by using a regular open cranial biopsy without navigation.